Event description:
The company was informed that the pt has pain at the implant site with and without device use. The pt has been treated with painkillers (type unk) and ointment (type unk). Device testing revealed normal function and external equipment has been exchanged, however, this did not resolve the issue. Revision surgery is under consideration.